Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 89-102mg/dl fasting. Verified the strips expire 1/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 166mg/dl and 179mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of 132 and 193mg/dl, she is concerned that she performed a back to back blood test and the variance is so wide. The customer stated she just started using the meter on (B)(6) 2016 and she is not satisfied.